Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 130-140 mg/dl. Reportedly, the pump charged after customer unplugged and plugged back into to the power source. The customer continued to use the pump for insulin therapy.